Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they had surgery on (B)(6) 2017. The patient stated the removal of the battery left a large hole in their body on the right rear hip. The patient noted that after surgery it left a hole in their right rear hip. The patient noted it was a painful recovery and they had a permanent scar. The patient noted they had great pain and suffering and had come directly from the battery. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the patient had surgery on (B)(6)2017 to remove the device. The battery pushing through was very painful and they had a hole in their body that had to heal, which was also painful.

Event description:
Additional information was received from the patient. The patient reported that they were still in pain and could see the battery where it had burned a hole in their skin. It was indicated that a test was not performed to see what kind of strain of infection and it was noted that an infection was not confirmed. However, the patient was instructed to take oral antibiotics by their hcp after the patient sent the hcp a picture on (B)(6) 2017. The patient noted that it looked worse at the time of report then it did in the picture and that they were having surgery on (B)(6) 2017 to have the device taken out. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the battery removal left a large hole on their right rear hip, from where the battery was, painfully, protruding. They didn't know how this hole was going to heal since it was so large and deep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that, when the patient complained of burning, the hcp emailed a manufacturer representative (rep) to call the patient. They advised the patient to turn it off. On 2017-06-26, they stated the patient had an appointment to see their provider on (B)(6) 2017 to have the battery and lead removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was going to have surgery to remove the battery on 2(B)(6)017. They were taking antibiotics since (B)(6)2017 but it didn't stop it from getting infected. They were in constant pain and suffering and the device caused them many problems. They had a hole in their body because of the battery and it was painful to sit, lay, walk, drive, or much of anything active. The device burning their skin from the inside-out, which caused the hole.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that removal of the device resolved the issue.

Event description:
A patient reported the device ruptured the skin. The patient stated at first the device started burning the skin really bad. The patient told the manufacturer representative (rep) about it and the rep told her he would call the healthcare professional (hcp) and call her back. The patient stated it kept burning and burning and finial it broke through the skin. The patient stated it really ruptured the skin, and she could see the white part of it. The patient stated the device "burned a hole through my skin". The patient turn her implantable neurostimulator (ins) off and could not turn it back on because it would continue to burn her skin. The patient noted it was still burning at the time of the call. The patient noted it was off and not working for some time now. The patient stated they were at the hcp and they wanted to explant. It was reported it was causing discomfort at the ins. The patient stated the ins broke through the skin in (B)(6) 2017. The device started burning her skin a couple of months ago. Additional information from the rep on (B)(6) reported they had only spoken to the patient with regards to the device not improving her symptoms. The rep stated at no point did the patient mention it was burning her skin to them. The rep stated the patient stated it was not working and after trouble shooting over the phone it was determined the device was off. The rep stated they did meet with the account's scheduler who spoke to the patient on (B)(6). The patient stated it burnt a hole in her and wires were exposed. The rep stated when the patient came in nothing was exposed, but the physician was going to remove everything due to troubling patient. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device started getting hotter over time on its own and that their pain level increased as the burning increased. The patient noted that then a hole was burned through and it had gotten bigger over time. The patient stated that they had lowered the level of the battery pack but the level of the burning stayed the same until they turned it off, but the burning level still stayed the same. No further complications were reported or were expected.